Manufacturer narrative:
The chief medical officer reviewed the case with the doctor. The patient was under treatment for superficial esophageal squamous cell carcinoma. The initial treatment included endoscopic resection and cryotherapy with a follow-up egd done with biopsy and cryotherapy, the biopsy results were negative. The reported event occurred one year after the initial treatment and involved an egd done with biopsy and cryotherapy at the resection site. Following several weeks of chronic cough post procedure, a chest radiograph was performed and a pulmonary evaluation confirmed hemidiaphragm paralysis. No previous radiographs were available, but the finding was thought to be new. The typical position of the phrenic nerve is not close to the esophagus, it is possible that cold injury was transmitted to an aberrantly located phrenic nerve. It is also possible that the phrenic nerve injury occurred due to hyperextension of the neck during endoscopy. The chief medical officer considered this event possibly related to esophageal spray cryotherapy performed during the endoscopic procedure. The doctor was utilizing a rapid av catheter at the time of the reported event. The rapid av catheter was discarded and is not available for evaluation. The log files for the trufreeze console system were reviewed and no issues were noted. The trufreeze console system was confirmed to be operating according to specification. The instructions for use provides the following information: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray. Any therapy or procedure compromising the integrity of the tissue, specifically in or adjacent to the targeted ablation area.". No additional issues have been reported.

Event description:
The user facility reported that a patient experienced phrenic nerve paralysis following treatment that utilized a trufreeze console system.